Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately two years post filter deployment, filter retrieval procedure was underwent. The attempt was unsuccessful as the ivc was flattened at the tip of the filter and has become adherent to the caval wall. Subsequently, a month later, patient experienced abdominal pain. Hence, another unsuccessful attempt was made to retrieve the filter was made. Initial attempts to remove the ivc filter with a goose neck snare were unsuccessful. Impression venogram demonstrated that the hook of the ivc filter has migrated through the wall of the ivc. Therefore, the investigation is confirmed for retrieval difficulties and perforation of the ivc by the hook of the filter. However, the investigation is inconclusive for perforation of the ivc by filter struts. During the first retrieval attempt, there was no report of additional issues with the filter; therefore, it is possible that the unsuccessful retrieval attempts contributed to the filter hook perforation of the ivc. However, based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, suboptimal respiratory status and copd exacerbation and pneumonia. At some time post filter deployment, it was alleged that the filter apex and struts perforated the wall of the ivc. The patient experienced abdominal pain. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.